Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call-service alarm (cs 052/053/054/055 sleep) issue. It was reported the patient¿s blood glucose was 400 mg/dl with nausea. The reported health event does not qualify as a serious injury. It was reported that a healthcare provider recently changed the basal rate settings. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.